Event description:
Patient was implanted with occipital plate, rods, and screws on an unknown date in 2008. Patient presented with pain and broken spine hardware from a previous fusion. It was reported the occipital plate was cracked at the junction where both rods attach to the plate. One screw that was implanted in the lateral mass on the right side of c2 had a broken shaft just below head of the screw. The 3.5 synapse rod was also broken on the left side between the occiput and c2. Patient was returned to the operating room on (B)(6) 2013 to remove all the posterior spine hardware. Patient was revised with larger synapse 4.0 system from occiput to c7. This is 1 of 12 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was in 2008, date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.